Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator triggered on (B)(6) 2015.

Event description:
It was reported that the right ventricular lead delivered nine inappropriate shocks due to oversensing demonstrated by a high sensing integrity counter. Lead fracture was suspected. The lead was capped and replaced. It was also reported that the device had reached end-of-service, and a charge circuit timeout alert had triggered due to a charge time exceeding 30 seconds. The device was removed and replaced coincident with the lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.